Event description:
It was reported that the pt had her system explanted. The pt stated that pocket heating was one of the reasons for the removal. The pt stated that the system had burned her skin.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.